Event description:
The date above is random. This problem has been going on for months. I use b-d syringes for insulin. I use the smallest syringes b-d produces (b-d veo 1/2 unit, 3/10ml, 6mm, 31g), because they are designed to measure and deliver as little as 0.5 units. Because I take a small amount of insulin each time, these syringes are essential for me. I have discovered a serious error with these syringes: the first line on the syringe should be closest to where the insulin exits. When pushing the plunger to this line, it automatically stops at this line, and all the insulin has come out. Unfortunately, this line is not always at the bottom of the syringe reservoir. In fact, examining the syringe when filled and depressing the plunger to the line, I see that there is an extra 0.5 units or so of insulin still remaining in the syringe! I know this is the case, because I can continue to depress the plunger and watch the insulin exit the syringe. This particular batch is: lot 4044029; 024-04-01; 2029-03-31; (B)(4); (B)(4); upc 3 82904 91001 3. Of course, I cannot use such a wildly inaccurate syringe. Half a unit of insulin beyond what I need will send my blood sugar very low, and of course that would cause serious trouble for me. I believe the incorrectly manufactured b-d's 1/2 unit veo syringes should be immediately recalled. I called (B)(6) about this problem months ago. They sent me a coupon for a free box of syringes (to replace the ones I had to discard) as well as material to mail them back the defective syringes and a non-defective syringe. I did not hear back from them. Now I am writing to ask you for help. This is a serious issue that b-d is simply not addressing. I do not want to continue throwing away improperly marked syringes. Unfortunately, no other company manufactures syringes like these. I am attaching photos so that you can see what I am talking about.